Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 60 indicating a bluetooth communication error, and the user attempted multiple restarts with the device battery at approximately 90 percent; the device was replaced and the original was reported as returned, though the return was later not confirmed by the carrier and the unit was considered lost in transit. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and the available information was insufficient to determine a device component involved; the reported problem was categorized as insufficient information for a medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.